Event description:
The patient stated that in 2007, she woke up and found that the infusion tubing was disconnected from her infusion device. She stated that the tubing was broken at the luer connection. Her blood glucose was elevated to 383 mg/dl. She stated that she changed her infusion set and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.